Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information become available. (B)(4).

Event description:
A nurse reports horizontal lines in flap and stromal bed of one patient following bilateral lasik surgery. This report is for the left eye, the right eye is being reported on manufacturer report # 3003288808-2012-00068. The nurse reported the patient's visual outcome was "excellent) as anticipated. There was no patient injury reported.